Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist their dentist feels that the moving of patient's teeth, especially their lower teeth, has caused both bone loss and gum recession. Dentist referred patient to a periodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.